Manufacturer narrative:
An event regarding disassociation involving a patient specific, distal femur / proximal tibia, axle was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows an apparently well fixed cemented distal femoral replacing hinged tka with a dissociated axle. An apparently well fixed cemented distal femoral replacing hinged tka with a dissociated axle is confirmed. The root cause of this mechanical failure cannot be discerned from the limited documentation provided." -product history review: review of the device history records indicate device was manufactured and dispatched for delivery with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to axle disassociation. A review of the provided medical records by a clinical consultant indicated: "the x-ray shows an apparently well fixed cemented distal femoral replacing hinged tka with a dissociated axle. An apparently well fixed cemented distal femoral replacing hinged tka with a dissociated axle is confirmed. The root cause of this mechanical failure cannot be discerned from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "[surgeon] asked for a revision of an in-situ stanmore patient specific device. The patient has a sml size distal femoral and proximal tibial replacement in situ. He is planning on preserving the proximal tibial component." An x-ray titled 'broken short tibial component' was provided showing an axle coming out of the construct.